Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and similar complaint query was not performed because the part / lot number was not reported. The reported patient effect of perforation of vessel is listed in the percutaneous transluminal angioplasty (pta) catheter, armada 14, global, instructions for use (IFU), potential complications section) as a known patient effect associated with the use of the device. A conclusive cause for the reported patient effect of perforation of vessel, and the relationship to the product, if any, cannot be determined; however, the unexpected medical intervention, delay in treatment, and prolonged hospitalization appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D4: primary UDI number: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the left tibioperineal trunk. A 4x80mm armada 14 balloon dilatation catheter (bdc) was attempted to be used for vessel dilatation; however, during an inflation a vessel perforation was noted. Therefore, a balloon tamponade was performed and an unknown stent was deployed to cover the perforation. Following this, the patient was admitted and an ace wrap was placed around the popliteal area for compression. There was no adverse patient sequela; however, a clinically significant delay was noted. No additional information was provided.